Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 9 and 16 issues were verified. Based on the analysis, the alleged malfunction 6 issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer reset the pump to clear the malfunctions and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 115 mg/dl.